Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic and phrenic nerve stimulation caused by the left ventricular (lv) lead. It was noted that the patient was experienced diaphragmatic twitching. It was also noted that the right atrial (ra) lead had suspected undersensing. Reprogramming was done, and both leads remain in use. No further patient complications have been reported as a result of this event.